Manufacturer narrative:
(B)(4). Batch # t5d86v. Additional information was requested, and the following was obtained: can you please provide further detail of the event that the "anastomosis was incomplete"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was a complete washer transection confirmed? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned half to three-quarters revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Was there any change in the post-operative care of the patient due to the 60 minute prolongation of the surgical procedure? Response: no additional information available. Device analysis: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway  washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap colon procedure, after using the circular stapler the anastomosis was incomplete, and it was necessary to complete the procedure manually. Procedure was delayed by sixty minutes. The procedure was completed successfully with no adverse consequences for the patient.